Event description:
It was reported that the patient underwent an initial revision surgery on an unknown date. Subsequently, the patient was revised due to a mass behind the tibia. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It was reported that a patient underwent revision due to a tibial mass. A mass is a collection of cells in bone or soft tissue that can cause impingement, stenosis, weakening, atrophy, and pain at the site due to the presence of the mass and/or its growth. The reported event indicates that a revision occurred due to patient comorbid conditions without allegations against the implants. No medical records or further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.